Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Onsite logs reflected non-recoverable faults inline with a loss of power to the vision side cart (vsc)/surgeon side console (ssc). The fse spoke to the customer and the customer stated they believed the issue was related to the power outage. The fse test drove the system, and there was no trouble found. The system was tested and verified as ready for use. The customer performed cases with the system the next day and also experienced no trouble. A review of the site's system logs revealed a core power fault during runtime, indicating a loss of ac power to the core. The probable root cause is due to the operating room power loss.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hospital had encountered a power loss resulting in a non-recoverable fault on the system. When the powered was restored, the surgeon explained "the system did not feel normal" and converted to open. The staff converted to open prior to calling for support.